Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. It was discovered that the left ventricular lead was not capturing, and a chest x-ray revealed that the lead was dislodged. The lead was repositioned, but the impedance was elevated so it was explanted and replaced. The patient was in stable condition.